Event description:
It was reported by the patient that they were experiencing hiccups and "jolts on their left side." The patient did not have a device check done, nor a discussion with their physician. Follow up could not be conducted due to restrictions with the implanting hospital and physicians. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.